Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for repair. The defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair". "Tornado": preventive replacement of o-rings performed acc. To (B)(4). Motor corroded - motor replaced. Motor cable corroded - motor cable replaced. Damaged parts of the drill mounting mechanism replaced. Shaft locking defective: repaired. Unit cleaned. Functional test performed. Functional test acc. To test procedure completed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Safety test checklist enclosed. This complaint can be confirmed. A review of the device history record indicated that the batch of products was processed without incident related to the reported defect on the complaint; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two other similar and two dis-similar complaints for the serial number of this device that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by service center repair team that unit was defective. It was discovered pre-operatively, and there was no patient harm indicated.